Manufacturer narrative:
Event date: exact date unknown, event occurred in late 2021.

Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.